Event description:
It was reported that the atrial automatic threshold detected as greater then programmed amplitudes or suspected was seen. Presenting electrogram (egm) showed occasional undersensing of fine atrial fibrillation (af). The device remains implanted. No adverse patient effects were reported.